Event description:
It was reported that a container of concentrate for hemodialysis leaked due to damage on the handhold of the bottle. This was identified during incoming inspection by the reporting facility. There was no patient involvement. No additional information is available. This is report 12 of 12.

Manufacturer narrative:
(B)(4). (B)(6). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents was conducted with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An actual sample was returned for evaluation. A visual inspection was performed with damage noted to the handhold of the bottles. The reported issue was identified during evaluation but the cause of the damage could not be determined. Should additional relevant information become available, a follow-up report will be submitted.